Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and twisted insulation. A complete lead was returned in one piece. Visual inspection of the lead found the helix was partially extended clogged with blood/tissue. The reported event helix mechanism issue was confirmed while the reported event of twisted insulation was not confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular (rv) lead was dislodged. A procedure to reposition the rv lead was conducted on the (B)(6) 2023 but during the procedure a helix retraction anomaly was observed and the rv lead was explanted. Once cleansed to remove tissue, the explanted rv lead's helix was able to be retracted but it was noted that the rv lead insulation had a slight spiral shape. No abnormal insulation or lead break was observed. The alleged mechanical problem and difficulty in set up on the rv lead resulted in lead replacement. A new rv lead was implanted successfully. The patient was stable before, during and following the event.